Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00571. The patient received an scs system on (B)(6) 2011 including four percutaneous leads from two lots. It was reported that the patient lost stimulation. Diagnostic tests revealed invalid impedance measurements for several contacts. The patient denies experiencing any traumatic events which may have contributed to this occurrence. Surgical intervention will be undertaken at a future date to rectify this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.